Manufacturer narrative:
Device usage correction: the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (air flow sensor assembly) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The technician was dispatched to the site and confirmed the reported problem. The technician inspected the device and powered on and performed functional testing and failed. It was determined that the device is in need of an air flow sensor assembly. The technician will complete the repair once the flow sensor is available for replacement.

Event description:
Philips received a complaint by the customer on the v60 ventilator, indicating that the device went inoperative for increased pressure while in use on a patient. There was no report of patient harm or injury.